Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced seven infusion sets cannula kinked events on 11-oct-2024, 19-oct-2024, 24-oct-2024, 15-nov-2024, 17-nov-2024, 30-nov-2024, and 03-dec-2024. The event occurred within three hours of insertion. The insertion site was abdomen and back. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-36341- device 7 of 7.